Event description:
It was reported by service report that both foot-end siderails arm covers were broken and exposing sharp edges. It is unk if there was pt involvement adverse consequences to report.

Manufacturer narrative:
Result: both foot-end siderails arm covers were broken and exposing sharp edges.